Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Because the available information did not indicate what factors may have contributed to the reported complaint of "hard pump", and because the only functional abnormality noted is believed to have occurred during explant, quality cannot determine the root cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to hard pump are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because the only functional abnormalities noted are believed to have occurred during or subsequent to explant, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, hard pump.